Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. It was further reported that ¿supply lines was not connected tightly to the supply bag and became separated¿. The caregiver (cg) had cycled power twice off and on to clear the alarm. Technical service representative (tsr) assisted the cg with proper disconnect procedures and reviewed proper setup procedures with cg. Tsr advised the cg to contact registered nurse (rn) to notify of incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.